Manufacturer narrative:
Correction: h6 type of investigation should have been "device not returned" instead of "type of investigation not yet determined" and h6 investigation findings should have been "no findings available" instead of "results pending completion of investigation".

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the left ventricular lead was not capturing. Programming changes were made to resolve the issue.